Event description:
A report was received that the patient was having pain at the ipg site. The physician stated that there was a device malfunction. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced and put the new ipg deeper.

Event description:
A report was received that the patient was having pain at the ipg site. The physician stated that there was a device malfunction. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced and put the new ipg deeper.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure and was doing well post operatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the ipg site. The physician stated that there was a device malfunction. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced and put the new ipg deeper.